Event description:
Complainant alleged that the clinician attempted to administer two 200 joule shocks to a male pt in his sixties. But the device failed to discharge. The clinician then obtained another set of internal handles to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.